Manufacturer narrative:
Will submit supplemental report when investigation report becomes available. Eval summary: issue: needle breaks off. Fifteen sealed samples were rec'd no defects were found. Device history review was conducted and no anomalies noted.

Event description:
Company rep reported needle detached in pt. Pt had surgery to try and take needle out but it could not be found.